Event description:
Rptr experienced the following: burning skin sensations and tearing feeling in breast, joint pain, stiffness, chronic fatigue, swollen neck glands, irritable bowel syndrome, allergies, muscle pain and weakness. Event date: 1975.